Event description:
After a plcr75b reload had been fired in a total gastrectomy procedure, it was noted that only about two-thirds of the staple line was formed. The rest of the transected tissue was subsequently sutured. By the end of the procedure, the health of the patient had not been adversely affected.

Manufacturer narrative:
Patient's age and weight are unknown; (B) (4). The plcr75b reload was found to have some pusher damage. The root cause of the damage to the pushers is not currently known. A CAPA investigation has been opened to address this issue. (B) (4)